Event description:
I have been using amo complete moisture plus multi-purpose contact lens solution to clean my contacts for the past five years. In 2007, the solution was recalled because it was linked to a serious eye infection, - acanthamoeba keratitis -ak--; this infection can lead to hospitalization or blindness. I discontinued use and made an appointment with my eye dr because I was experiencing certain problems with my eyes - blurred vision, the feeling of something being in my eyes, slight discharge, constant redness, sensitivity to light, etc-. On may 29th, I went to the dr and he diagnosed me with giant papillary conjunctivitis -gpc-; he did not do any lab tests to diagnose my condition and prescribed me some eyedrops - patanol-. This is not the infection that the contact lens solution was linked to, however through my own reading, I've found that acanthamoeba keratitis is often mis-diagnosed; this is the reason I am reporting my eye infection to you. Dose: rinsing & soaking of contacts. Frequency: every night. Route: unk. Dates of use: 2002 - 2007. Diagnosis or reason for use: to clean disposable contact lenses. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: doesn't apply.